Event description:
Procedure type: cholecystectomy. According to the reporter: the pt was in post-op and they had to bring her back to the operating room because of complications. When they went back in, the clip on the artery was not occluding. The distal tip was closed but the crotch of the clip was not occluding the vessel. The clip was hanging on the artery but spraying blood in the abdomen. The surgeon was able to stop the bleeding.

Manufacturer narrative:
(B)(4).